Manufacturer narrative:
Evaluation of the returned alarm found there is a note on the unit stating "no nurse call". Testing confirmed the note which found when the unit has a nurse call cable plugged into the nurse call receptacle and weight is off the sensor pa, the nurse call light does not come on at the nurse call test fixture. There is a small crack on the nurse call receptacle. There are cracks on the back of the unit and the dust covers. The voice and mute modes cannot be selected therefore, these could not be tested. All other functions work as they should. When the nurse call receptacle was replaced with a functional receptacle the nurse call function worked as it should. The physical damages on the alarm unit could be a contributor to the failure found. (B)(4).

Event description:
Customer reported that the alarm is not in working condition but could not provide any more information of any specific issue with the alarm. The customer could not provide the date of event. No patient incident or injury was reported.